Event description:
Information received from the article: meckel s, mcauliffe w, fiorella d, et al. Endovascular treatment of complex aneurysms at the vertebrobasilar junction with flow diverting stents: initial experience. Neurosurgery. 2013 sep;73(3):386-394. Ten patients with large or giant complex vertebrobasilar junction aneurysms were treated with fds (flow diverting stents). Nine patients were treated using ped (pipeline embolization device) and 1 patient was treated with a silk stent. Out of the 10 patients treated with an fds, four patients expired. Case 7: treatment of a giant fusiform partially thrombosed aneurysm. The patient was placed on aspirin 100 mg/d plus clopidogrel 75 to 150 mg/d for 3 to 7 days before the treatment. Prior to the surgery, the patient had additional laboratory platelet aggregometry with aa and adp stimulation tests. The contralateral va (vertebral artery) was chronically occluded. The patient underwent fds treatment with a total of 3 fds devices on an unspecified date without any issues. Five months post procedure, the patient began to deteriorate clinically with gait instability, headache, and dizziness. An mr (magnetic resonance) revealed a slight enlargement of the aneurysm thrombus mass and increased brainstem edema. The patient was given dexamethasone. Due to residual filling and progressive mass effect, a ped was placed to cover the entry remnant. Dual antiplatelet therapy with clopidogrel (75-150 mg/d) and aspirin (81-325 mg/d) was continued. Seven months post initial procedure, the patient continued to decline and expired.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. The other pipeline devices involved in the event are as follows: model: not reported / lot: not reported / dom: n/a / exp: n/a (qty. Unknown). (B)(4).